Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding set. The customer reports: leaking of enteral nutrition is occurring as a result of the tubing detaching at the proximal end.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Four samples were received for evaluation. After a visually and functional test was performed, the cross spike connector was verified to have a leak and in one of the samples the cross spike connector was detached. Root cause for the connector leaking is a dimensional gap between the connector and tubing. A corrective action has been taken to address this issue. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.